Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturing site for evaluation and an anomalous hv capacitor was found to be the cause of the extended charge time.

Manufacturer narrative:
.

Event description:
It was reported an alert for extended charge time was observed on a merlin transmission. The patient was brought into clinic, upon interrogation the charge time limit was again found exceeded. The device was explanted and replaced. The patient condition is stable.